Manufacturer narrative:
The plant investigation is in progress. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis therapy. A patient¿s peritoneal dialysis registered nurse (pdrn) called technical services due concerns of the patient being overfilled. The pdrn stated that the patient was constipated and felt pain during drain. The technical service representative reviewed the patient¿s treatment records. During cycle five the patient drained 3868 ml, which was 193% of the patient¿s largest fill volume of 2002 ml. The technical support representative advised the patient to discontinue use of the cycler. Follow up with the patient¿s nurse verified that the patient did not experience any injury or require medical intervention as a result of the issue. The pain was relieved by draining. The patient received a replacement cycler and was able to complete peritoneal dialysis therapy without complication.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed with no physical damage noted. The reported symptom ¿iipv (dv > 180% to 200% of fv)¿ was not confirmed. A simulated treatment was performed and completed without any failures. The cycler weighed fill volume values were within tolerance. The system air leak and voltage check passed. The load cell verification was within tolerance. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformance's during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Should additional relevant information become available, a supplemental report will be submitted.